Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Updated sections b3 and b5.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for eight years, four months underwent a valve-in-valve procedure due to unknown reasons. A 23mm 9750tfx valve was implanted. The patient was in recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 21mm aortic valve implanted for eight years, six months underwent a valve-in-valve procedure due to unknown reasons. A 23mm valve was implanted.